Event description:
Subsequently, after the previous report was filed it was noted that the ht versaturn guidewire did not separate in the anatomy as it was returned intact; however; a separated portion of a non-abbott device was spiraled around the coils of the guidewire. There were no adverse patient effects or clinically significant delay due to the ht versaturn guidewire. No additional information was provided.

Manufacturer narrative:
B1 correction: adverse event removed. B2 correction: required intervention removed, na added. H1 correction: serious injury removed, malfunction added. H6 correction: health effect - clinical code 3165 removed; health effect - impact code 4641. Removed; medical device problem codes 2017, 1562 removed.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils were confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It is likely that manipulation of the wire, when resistance was encountered, contributed to the reported stretched coils. Analysis of the returned wire confirmed the stretched coils and noted bends on the wire. The noted damages are consistent with manipulation against resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the previous report was filed it was noted that the resistance was felt during removal of the ht versaturn guide wire with the non-abbott guide wire and not with the previously implanted stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- excessive force.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous obtuse marginal coronary artery that is 80% stenosed. A 0.014 hi-torque (ht) versaturn coronary guidewire was placed in the left circumflex artery and a non-abbott guidewire was placed in the obtuse marginal coronary artery. A non-abbott stent was deployed over the non-abbott guidewire in the obtuse marginal coronary artery. When attempting to remove the versaturn guide wire, resistance was felt due to the deployed stent and could not be removed. After repeated attempts to remove the guidewire, it was observed through angiography that the guidewire was stretching/unraveling. The guidewire eventually was removed with excessive force and the coil [core] portion of the guidewire was observed to be embedded into the vessel. An unspecified stent was used to cover the embedded portion. No additional information was provided.